Event description:
It was reported to technical services on 1/18/12 that this lead was stuck in the header of a device at changeout. Loosening the set screws successfully let the lead out. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).